Event description:
Routine complaint investigation when a consumer reported the inability to use the precision xtra blood glucose monitor due to an error message. The inability to test may have resulted inappropriate treatment and hospitalization.